Event description:
It was reported that during initial implant, when the pacemaker was connected to the right ventricular (rv) and right atrial (ra) leads, both leads exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, and an underlying rhythm test showed atrial undersensing. The setscrews on the device were undone and reinsertion of the leads was attempted, but the high impedance measurements persisted. The leads were disconnected from the device and tested again through the pacing system analyzer (psa), demonstrating appropriate function. The device was reinterrogated but the high impedance measurements persisted, so a new pacemaker was connected. Lead measurements with the new device were satisfactory and sensing was appropriate, so the new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Boston scientific accolade devices measure pacing impedance using a different methodology than an external psa. To reduce energy consumption and to ensure that the test signal does not capture the heart, the device uses a very small, subthreshold signal to measure pace lead impedance. On rare occasion, this can result in a higher impedance value than what was obtained with the external psa. This may have been the case with this device.

Event description:
It was reported that during initial implant, when the pacemaker was connected to the right ventricular (rv) and right atrial (ra) leads, both leads exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, and an underlying rhythm test showed atrial undersensing. The setscrews on the device were undone and reinsertion of the leads was attempted, but the high impedance measurements persisted. The leads were disconnected from the device and tested again through the pacing system analyzer (psa), demonstrating appropriate function. The device was reinterrogated but the high impedance measurements persisted, so a new pacemaker was connected. Lead measurements with the new device were satisfactory and sensing was appropriate, so the new device was implanted. No adverse patient effects were reported.

Event description:
It was reported that during initial implant, when the pacemaker was connected to the right ventricular (rv) and right atrial (ra) leads, both leads exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, and an underlying rhythm test showed atrial undersensing. The setscrews on the device were undone and reinsertion of the leads was attempted, but the high impedance measurements persisted. The leads were disconnected from the device and tested again through the pacing system analyzer (psa), demonstrating appropriate function. The device was reinterrogated but the high impedance measurements persisted, so a new pacemaker was connected. Lead measurements with the new device were satisfactory and sensing was appropriate, so the new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned. As such, physical analysis has not been conducted in our laboratory. However, analysis of the available information determined that that the cause of the high, out-of-range pace impedance measurements can be traced to device design. Boston scientific pacemaker devices measure pacing impedance using a different methodology than an external psa. To reduce energy consumption and to ensure that the test signal does not capture the heart, the device uses a very small, subthreshold signal to measure pace lead impedance. On rare occasion, this can result in a higher impedance value than what was obtained with the external psa. This may have been the case with this device.